Manufacturer narrative:
Per the tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated customer regarding proper load technique. A supply change was performed resolving the issue. Customer's blood glucose ranged from 270 mg/dl to 290 mg/dl.